Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. However, no report of patient or staff injury was reported.

Event description:
The customer reported that the system locked up with a communication error during a case. The system had to be removed and the procedure was completed with another system. No patient injury was reported.